Event description:
Information was received indicating that the low-pressure alarm is going off on a smiths medical pneupac¿ parapac plus and it can't be cleared. There are no reported adverse effects.

Manufacturer narrative:
Device evaluation: returned device was received with a damaged faceplate. Frequency and tidal volume knobs both rub against the plate. During the evaluation of the device the customer reported condition was confirmed, device failed pressure cycling check. Problem source is unknown. The previous service history was reviewed, ro 962698 performed in jul 2019. Reason for return was for low pressure.